Manufacturer narrative:
This complaint relates to complaint (B)(4). This complaint relates to complaint (B)(4).

Event description:
The patient had a fenestrated graft implanted on (B)(6) 2015. On (B)(6) 2017 during a follow up cat scan it was noted that there was a graft separation between the proximal and distal fenestrated grafts. Due to the separation the facility had to do a secondary intervention on the (B)(6) 2017.

Manufacturer narrative:
This complaint relates to complaint 9680654-2017-00009 / (B)(4) and 9680654-2017-00011 / (B)(4). The complaint device was not returned for evaluation and remains in-situ. The device lot number was not provided and therefore, a review of the work order record could not be performed. The doctor in charge of the case noticed that the left common iliac had expanded and was worried the graft wasn't against the wall of the common iliac and that this could be a possible type ib endoleak. The doctor believed that the sac was still pressurized from a leak. His first thought was from the left common iliac because the graft was no longer against the wall. He believed the expansion of the aneurysm due to the leak caused the grafts to separate over time. The device IFU states: "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." "Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration" "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, and endoprosthesis (improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion)." Medical imaging was received and reviewed by (B)(4): " it was noted that there was separation of the proximal and distal components of the graft. On reviewing the images, I can confirm that this was indeed the case, and appears to be due to the marked anterior ¿bowing¿ deformity of the graft within the abdominal aortic aneurysm sac. There appears to be minimal or no leak of contrast from this disruption, presumably because (a) it was picked up very early, and (b) the graft is surrounded by fairly solid thrombus. The patient had a secondary procedure to stent across the disruption, which was successful." "There was also some type 1b endoleak (complaint 9680654-2017-00011 / (B)(4)) at the left common iliac artery aneurysm, where the enlarging aneurysm complex may have expanded away from the left iliac leg of the graft. This was successfully bridged all the way from the left iliac limb of the unibody graft down to the left common femoral artery using a combination of new grafts, and the type 1b endoleak appears to have been fixed." Based on the information present, a definitive root cause of the complaint could not be identified. It is possible that one or more of the following factors could have contributed to the complaint: - graft sizing; - graft migration; - patient-related factors.

Event description:
The patient had a fenestrated graft implanted on (B)(6) 2015. On 15(B)(6) 2017 during a follow up cat scan it was noted that there was a graft separation between the proximal and distal fenestrated grafts. Due to the separation the facility had to do a secondary intervention on the (B)(6) 2017.